Manufacturer narrative:
(B)(4). The customer replaced the gas delivery engine (gde) to resolve the reported issue. The gde was returned to carefusion and is pending evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) output percentage is not accurate, varying as much as 10%. The customer stated there was a patient on this unit when the reported issue occurred; there was no harm or injury.

Manufacturer narrative:
The carefusion failure analysis lab inspected the gas delivery engine (gde) and was able to duplicate the 10% inaccuracy and isolate the reported issue to the regulator/relay being out of specification.